Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), thrombosis ('blood clots'), postoperative wound infection ('infection in incision area'), genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)'), cholecystectomy ('gull bladder removal') and abdominal adhesions ('adhesions involving the bowel') in a (B)(6) female patient who had essure (batch no. 629137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no/she didn¿t underwent essure confirmation test." The patient's medical history included tubal ligation in 2008. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2013. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine enlargement ("reproductive system disorder or condition type of disorder or condition: uteromegaly/enlarged uterus") and ovarian cyst ("ovarian cyst"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury/psychological or psychiatric problems condition: anxiety"), dysgeusia ("metallic taste in mouth"), vaginal haemorrhage ("abnormal bleeding(vaginal)/ irregular heavy vaginal bleeding"), the first episode of menorrhagia ("abnormal bleeding(menorrhagia)/heavy bleeding") and depression ("depression"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes"), migraine ("migraine"), headache ("headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced rash erythematous ("rashes or skin conditions type: red rash on stomach and arms"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced cervical dysplasia ("pap smear with atypical squamous cells") and abdominal adhesions (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have haemangioma ("bladder muscle and serosa with hemangioma/uterine serosa with hemangiomas") and ovarian adenoma ("mucinous cystadenoma of left ovary") and experienced adenomyosis ("myometrium with adenomyosis") and cervix inflammation ("cervix with chronic inflammation"). In june 2016, the patient experienced cystocele ("bladder problems/bladder or urinary problems or changes: first degree cystocele") and rectocele ("bladder problems/bladder or urinary problems or changes: first degree rectocele/complications with bladder"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant), abdominal pain ("abdominal pain"), the second episode of menorrhagia ("menorrhagia"), nausea ("nausea") and alopecia ("hair loss") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (da vinci assisted hyst. (Full),salping. (Bilateral),oophorectomy(unilateral),removal of vaginal vault and enterolysis of adhesions with removal of pelvic fluid). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, the last episode of menorrhagia and female sexual dysfunction had resolved and the thrombosis, postoperative wound infection, cholecystectomy, rash erythematous, anxiety, fatigue, mood swings, migraine, headache, nausea, weight increased, dysgeusia, vaginal haemorrhage, depression, uterine enlargement, ovarian cyst, allergy to metals, alopecia, cervical dysplasia, abdominal adhesions, haemangioma, ovarian adenoma, adenomyosis, cervix inflammation, cystocele and rectocele outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, adenomyosis, allergy to metals, alopecia, anxiety, cervical dysplasia, cervix inflammation, cholecystectomy, cystocele, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemangioma, headache, migraine, mood swings, nausea, ovarian adenoma, ovarian cyst, pelvic pain, postoperative wound infection, rash erythematous, rectocele, thrombosis, uterine enlargement, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: insertion date as per pfs: (B)(6) 2009. Plaintiff received treatment for pain: pelvic/abdominal, dyspareunia (painful sexual intercourse)'dysmenorrhea, bleeding: general abnormal bleeding. Menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: bladder problems, other injuries/symptoms: fatigue, hormonal changes, migraine, headaches, nausea, weight gain, metallic test in mouth. Current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. 3, rings were observed on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Pathology test - on (B)(6) 2016: final diagnosis. A) bladder endometriosis biopsy: bladder muscle and serosa with hemangioma (see comment). B) uterus, bilateral tubes, left ovary: mucinous cystadenoma of left ovary (3 em maximal dimension). Uterine serosa with hemangiomas. Bilateral fallopian tubes with foreign material (metal coils). Secretory endometrium. Myometrium with adenomyosis. Cervix with chronic inflammation~ evidence of dysplasia absent. Ultrasound scan - on an unknown date: larger cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, dyspareunia, uteromegaly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: pelvic/abdominal, dyspareunia (painful sexual intercourse)'dysmenorrhea, general abnormal bleeding. Menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, psych injury, bladder problems, fatigue, hormonal changes, migraine, headaches, nausea, weight gain, metallic test in mouth, essure confirmation test(s) conducted: no. Event outcome was added for the events: pelvic pain, abdominal pain, dyspareunia, 'dysmenorrhea, general abnormal bleeding. Menorrhagia. Reporter's information was added. On 20-sep-2019: plaintiff fact sheet received. Events: abnormal bleeding(vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: uteromegaly , nickel allergy, ovarian cyst, hair loss, pap smear with atypical squamous cells, adhesions involving the bowel, bladder muscle and serosa with hemangioma/uterine serosa with hemangiomas, mucinous cystadenoma of left ovary, myometrium with adenomyosis, cervix with chronic inflammation, gull bladder removal, , bladder or urinary problems or changes: first degree cystocele and rectocele, blood clots, infection in incision area were added. Event pt dermatitis allergic was updated to the event rash erythematous and also psychological trauma with anxiety and depression. Lot number was added. Concomitant drugs and reporter's information was added. Fu 2 & 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), thrombosis ('blood clots'), postoperative wound infection ('infection in incision area'), genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)'), cholecystectomy ('gull bladder removal') and abdominal adhesions ('adhesions involving the bowel') in a 31-year-old female patient who had essure (batch no. 629137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no/she didn¿t underwent essure confirmation test.". The patient's medical history included tubal ligation in 2008. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2013. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine enlargement ("reproductive system disorder or condition type of disorder or condition: uteromegaly/enlarged uterus") and ovarian cyst ("ovarian cyst"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury/psychological or psychiatric problems condition: anxiety"), dysgeusia ("metallic taste in mouth"), vaginal haemorrhage ("abnormal bleeding(vaginal)/ irregular heavy vaginal bleeding"), bleeding menstrual heavy ("abnormal bleeding(menorrhagia)/heavy bleeding") and depression ("depression"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes"), migraine ("migraine"), headache ("headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced rash erythematous ("rashes or skin conditions type: red rash on stomach and arms"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced cervical dysplasia ("pap smear with atypical squamous cells") and abdominal adhesions (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have haemangioma ("bladder muscle and serosa with hemangioma/uterine serosa with hemangiomas") and ovarian adenoma ("mucinous cystadenoma of left ovary") and experienced adenomyosis ("myometrium with adenomyosis") and cervix inflammation ("cervix with chronic inflammation"). In (B)(6) 2016, the patient experienced cystocele ("bladder problems/bladder or urinary problems or changes: first degree cystocele") and rectocele ("bladder problems/bladder or urinary problems or changes: first degree rectoele/complications with bladder"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), nausea ("nausea") and alopecia ("hair loss") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (da vinci assisted hyst. (Full),salping. (Bilateral),oophorectomy(unilateral),removal of vaginal vaul and enterolysis of adhesions with removal of pelvic fluid). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia and female sexual dysfunction had resolved and the thrombosis, postoperative wound infection, cholecystectomy, rash erythematous, anxiety, fatigue, mood swings, migraine, headache, nausea, weight increased, dysgeusia, vaginal haemorrhage, bleeding menstrual heavy, depression, uterine enlargement, ovarian cyst, allergy to metals, alopecia, cervical dysplasia, abdominal adhesions, haemangioma, ovarian adenoma, adenomyosis, cervix inflammation, cystocele and rectocele outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, adenomyosis, allergy to metals, alopecia, anxiety, bleeding menstrual heavy, cervical dysplasia, cervix inflammation, cholecystectomy, cystocele, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemangioma, headache, migraine, mood swings, nausea, ovarian adenoma, ovarian cyst, pelvic pain, postoperative wound infection, rash erythematous, rectocele, thrombosis, uterine enlargement, vaginal haemorrhage, weight increased and menorrhagia to be related to essure. The reporter commented: insertion date as per pfs: (B)(6) 2009. Plaintiff received treatment for pain: pelvic/abdominal, dyspareunia (painful sexual intercourse)'dysmenonorhea, bleeding: general abnormal bleeding. Menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: bladder problems, other injuries/symptoms: fatigue, hormonal changes, migraine, headaches, nausea, weight gain, metallic test in mouth. Current weight as of (B)(6) 2019: 174 lbs. Approximate weight at the time of essure placement 159.5 lbs. 3, rings were observed on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Pathology test - on (B)(6) 2016: final diagnosis a) bladder endometriosis biopsy: - bladder muscle and serosa with hemangioma (see comment). B) uterus, bilateral tubes, left ovary: - mucinous cystadenoma of left ovary (3 em maximal dimension). - uterine serosa with hemangiomas. - bilateral fallopian tubes with foreign material (metal coils). - secretory endometrium. - myometrium with adenomyosis. - cervix with chronic inflammation~ evidence of dysplasia absent. Ultrasound scan - on an unknown date: larger cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, dyspareunia, uteromegaly. Lot number:629137 manufacture date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc, this case was identified as potential duplicate case of 2016-168155 all information from this case was transferred to retention case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.